Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that the: one screw head was returned for evaluation. The complaint is that the screw broke during insertion. The drive is moderately damaged. Material has been displaced from the cross slots in the clockwise direction. The top of the head is in good condition, as is the band, bottom of the head, and transition/neck. The threads, flutes, and tip are missing. The type and extent of damage incurred precludes a definite evaluation. A small portion of the thread runout remains which is the minor diameter. It is within specification. None of the features that could be checked indicate that this failure originated with synthes manufacturing processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw broke during implantation on the patient. Another screw was used to complete the procedure. Part of the screw remains in the patient. There was a report of a five minute surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.